Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal total extra peritoneal hernia repair, the balloon partially released from the trocar during the dissection phase. The device was not fully deployed and less than forty pumps of balloon were administered. A new balloon was used to complete the case. There was no patient injury.